Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely between 02/08/2026 and 02/09/2026. The sensor was inserted into the arm. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No serious or prolonged patient harm or medical intervention was reported.